Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 400 mg/dl at the time of incident. Customer¿s blood glucose value was 500 mg/dl. Customer treated with manual injection for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump does not allege under delivering. Customer feel to do troubleshooting for high blood glucose. The device will not return for the analysis.